Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 56-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however, device logs were provided for review. A report was received regarding a patient cardiac arrest on (B)(6) 2025, treated with CPR-stat-padz in anterior-posterior configuration. During use, the pacer button was inadvertently pressed instead of the analyze button, which switched the ECG display from pads view to lead view. This resulted in a lead fault with no ECG cable connected and could have been corrected by changing lead view to pads. The log review showed the device detected valid impedance and displayed clear ECG signals as expected. The reported behavior is consistent with normal device function, and no malfunction was identified. No trend is associated with reports of this type.